Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during preparation for a transcatheter aortic valve implantation (tavi) procedure via access in the femoral artery, the inner wire stuck out of an amplatz extra-stiff support wire guide. Protrusion of the inner wire was noted when the user altered the device from its original condition by shaping the wire. The device did not make patient contact. The device package was not damaged. The device was stored in a vertical position. Another device of the same type was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The inner mandril protruded from off-set coils, approximately 4.2-centimeters from the distal tip. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on two devices from the lot; however, all affected product was scrapped. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿altering the tip¿s configuration or curve manually may damage the wire guide.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Although one relevant non-conformance was noted on the lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that unintended user error contributed to this event, as the user altered the wire prior to use. The IFU warns that altering the tip¿s configuration or curve manually may damage the wire guide. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during preparation for a transcatheter aortic valve implantation (tavi) procedure via access in the femoral artery, the inner wire stuck out of an amplatz extra-stiff support wire guide. Protrusion of the inner wire was noted when the user altered the device from it's original condition by shaping the wire. The device did not make patient contact. The device package was not damaged. The device was stored in a vertical position. Another device of the same type was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = k171764 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.